Manufacturer narrative:
Batch review performed on 11 november 2025. Gmk-sphere 02.12.0024l gmk-sphere femoral component cemented - 4+l (k140826) lot 2414712: (B)(4) items manufactured and released on 24-jul-2024. Expiration date: 03-jul-2029. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Gmk-sphere 02.12.e0412fl gmk-sphere tibial insert e-cross - flex 4l - 12mm (k202022) lot 2434197: (B)(4) items manufactured and released on 20-jan-2025. Expiration date: 07-jan-2030. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Gmk-sphere 02.12.t3i4l gmk-sphere tibial component cemented t3i4l (k121416) lot 2436207: (B)(4) items manufactured and released on 04-apr-2025. Expiration date: 19-mar-2030. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Root cause: infection is a known possible complication of any surgery. Although no root cause can be established, there is no indication that any issue with the device may have caused or contributed to the event, and the document review does not indicate any potential manufacturing related cause.

Event description:
At about 4 months from the primary, the patient came in due to an infection and the pathogen is unknown. The surgeon revised the insert, femur, and tibia. The surgery was completed successfully.